Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of fluid volume overload. However, there is no documentation to show a causal relationship between the cycler and the patient event. The patient alleges the cycler wasn¿t draining properly resulting in high negative uf values, although it was reported through the pdrn that the patient was not completely compliant with pd treatments. It is unknown if the patient was completing treatments at the time of the event. The liberty select cycler has not been returned for evaluation at the time of this investigation. There were no reported alarms or messages reported for the machine for this event. Based on available information the cause of the fluid volume overload cannot be determined at this time. Should additional information become available, the clinical investigation will be reassessed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the liberty select cycler left a lot of fluid in them, resulting in feeling bloated. The patient reported being hospitalized (B)(6) 2018 for feeling bloated. The patient stated that their treatment records showed high negative ultrafiltration (uf) values. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient was non-compliant with their ccpd therapy and that the cycler had overfilled the patient. The patient was hospitalized for fluid volume overload. During the patient¿s hospitalization, pd therapy continued with baxter products. The patient¿s hospital course is unknown. The patient was discharged on either (B)(6) 2019 or (B)(6) 2019 (exact date unknown). Multiple attempts were made to obtain additional information, but none was provided.

Manufacturer narrative:
Correction: evaluation codes.